Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be repeated. No problem was found with the pump "double beep with cassette" alarm message during the investigation. Pump's event history logs showed "no disposable" alarm messages after reservoir volume was low. Fluid ingressions were found on the chassis base of the occlusion sensors. The "no alarm at cassette removal" issue possible was caused by fluid ingressions. Service recommended downstream occlusion sensor to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump did not alarm at cassette removal. There was no patient involved.